Manufacturer narrative:
The patient¿s use of an ungrounded cable was previously reported in MFR report number: 2916596-2016-00661. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03614. It was reported that the patient had all alarms on his controller lighting up including a red heart alarm. Patient could not state whether green pump running symbol was on or off at the time. Patient was asymptomatic aside from being nervous. Patient had a controller exchange which resolved all alarms. Patient has been using an ungrounded cable for years. Alarms could not be reproduced in clinic. Patient has driveline has rescue tape in place due to multiple breaks in silastic. Patient has not had a driveline repair in past. During log file analysis, an unexplained backup battery fault alarm was observed on (B)(6) 2020 but had self-resolved.

Manufacturer narrative:
Section d4, h4: additional information section d8: correction manufacturer's investigation conclusion: incidental findings: as an additional observation, the pump running green arrow symbol on the user interface were dim the reported event of an unexpected red heart alarm could not be confirmed; however, the log file captured intermittent alarm events on the reported event date of (B)(6) 2020. The log file retrieved from the returned device captured intermittent power cable disconnect alarm events when the system was supported on 14v batteries on (B)(6). According to the voltage values, the intermittent alarm events appear to follow the battery/battery clips used at the time, which alternated between the black and white power cables. It was noted a low battery hazard/backup battery fault alarm event was captured on (B)(6) when briefly connected to the power module, which cleared and did not reoccur. The pump speed value matched the set speed value of 9,000 rpm until the driveline was physically disconnected on (B)(6) at 10:52 pm. When the driveline was disconnected, this resulted in an expected low flow hazard/motor stopped/red heart alarm. It was noted the physical disconnection of the driveline and both power cables around this time frame appears consistent with the report of the system controller exchange. The returned system controller was functionally tested using laboratory equipment and an unexpected power cable disconnect alarm could not be reproduced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Electrical measurements of the underlying wires did not reveal any shorted or severed condition that could potentially be related. No functional issue was identified during the analysis that could be correlated to the intermittent power cable disconnect alarm events captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 04dec2014. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and red heart hazard alarms. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.